Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient alleged the surgeon noted her knee had "excessive play" in the knee, most likely from stretched ligaments. Subsequently, the patient underwent a revision procedure. The articular surface was removed and replaced. The patient alleges that the recovery process is talking longer than normal as her quadriceps was weak prior to the revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Medical product: persona cemented posterior stabilized femur, cat#: 42500006002 lot#: 62908676, persona all polyethylene cemented patella, cat#: 42540000035 lot#: 62984041, persona cemented stemmed tibia, cat#: 42532006702 lot#: 63015532. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05563, 3007963827-2017-00245, 0002648920-2017-00507, 0002648920-2017-00508. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, popping sensation, fluid build-up and weakening of muscles. Patient also notes that the knee is warm to the touch. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records were received concerning the patient's revision surgery. Operative notes state that the patient was experiencing pain and excessive ligament laxity/instability of the right knee. The surgery was for right total hip replacement, but the surgeon felt the patient would benefit from a liner exchange and it was reasonable to do the hip replacement first and then do the liner exchange during the same operative setting. The surgeon noted that the previous liner (12mm thick) was easily removed and scar tissue was excised. No clinical signs of infection were noted. A 14mm insert was trialed, but there was still some laxity in the knee. A 16mm insert was trialed and felt to be the appropriate size. Full extension and flexion to 90 degrees and no significant laxity were noted after the new liner was locked into position. Per the persona knee system package insert, pain and instability are known potential risks of knee arthroplasty. The updated information does not change the conclusions of the previous investigation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed through review of medical records. X-ray review report by healthcare provider states that right total knee arthroplasty components appear intact and show no gross evidence of loosening on the x-rays provided. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products - palacos r&g bone cement, catalog # unknown, lot # 78174381.